Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and reported that he was unable to confirm a timing issue but completed the 30 psi calibration due to the x2 being 5 mmhg different than the x3. These should be within 4 mmhg of each other. Fse reported that after calibration of the iabp, the readings were within 1 mmhg of each other. The iabp also displayed that the safety disk was due for replacement even though he had replaced the safety disk in may 2017 during a scheduled preventive maintenance (pm), and the iabp had only been in use for 700,000 cycles and the safety disk should not be due until 6 million cycles. To fix this issue, the fse reset the counter and when the iabp was turned back on, it still was displaying that the safety disk was due for replacement. The fse then checked the time/date on the iabp and found that the date was set for 2032. Once the date was corrected and the iabp was reset, the replacement date for the safety disk was set for may 2021 and the informational alarm was no longer displayed. The fse then performed all functional and safety tests to factory specifications, and returned the iabp to the customer for return to clinical service.

Event description:
The customer requested a repair investigation of the intra-aortic balloon pump (iabp). No problem was verified, but the customer requested that the iabp be checked out. Customer also reported a timing sensor alarm occurred and that the safety disk had expired. This event occurred while in use on a patient; however, no adverse event was reported.